Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation. Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was working well. After using the fiber, the physician observed the beam to be forward firing. It was noted that it was not known how many joules had been expended with the fiber prior to the forward firing occurring. There were no stones present in the patient's prostate, and no error messages were prompted on the console. Additionally, the fiber tip was still intact. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.